Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. The reported off-label use (patient selection) was associated with the use of the mitraclip device on the tricuspid valve. It should be noted that the mitraclip instructions for use states under the indication for use section that ¿the mitraclip g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr>/ 3+) due to primary abnormality of the mitral apparatus [degenerative mr] in patients who have been determined to be at prohibitive risk for mitral valve surgery by a heart team, which includes a cardiac surgeon experienced in mitral valve surgery and a cardiologist experienced in mitral valve disease, and in whom existing comorbidities would not preclude the expected benefit from reduction of the mitral regurgitation.¿ since the device was used for a tricuspid valve repair, this is considered as an off-label use of the device. Furthermore, it was determined that using the mitraclip on the tricuspid valve did not contribute to any effects. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4). The steerable guide catheter device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported this was a mitraclip procedure performed to treat grade 4+ tricuspid regurgitation (tr). The heart was enlarged, the septal leaflet was tethered, and the anterior leaflet was prolapsed. The clip was implanted successfully. When advancing a second clip in attempt to further reduce tr, it was observed that the first clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The second clip was not implanted because the leaflets would not remain captured due to the anatomy. Tr remains at 4+. Per the physician, the slda could have been related due to the tethered leaflet and enlarged right side of heart. There were no adverse patient effects. No additional information was provided.